Manufacturer narrative:
H.6. Results: customer/returned product: some caps were reported tight and some tubes were found to have elongated cracks. Retention samples: mechanical torque test: some caps were tighter than others but were within specification. Visual examination results and device history record review were acceptable. H.6. Conclusion: weakness in glass contributed to the event. A number of corrective actions were implemented by the tube MFR, including annealing time and lehr temperature changes to prevent thermal shock. Contract MFR has changed to tube supplier with previously established quality history, and made changes to in-process and raw material inspection. Communication sent to customers to describe safe handling of glass tubes and methods for preventing injury should breakage occur during use.

Event description:
Lab tech cut hand when vial containing 0.4% saline with pluronic broke in their hand. The event occurred while they were attempting to open the plastic cap on the glass vial which was reportedly tighter than usual. The customer reported several of the vials from the same box were found to have cracks in the glass. The tech rec'd medical treatment for skin lacerations. Three sutures were administered on the right hand below the pinkie (little finger) and three sutures on the left hand behind the knuckle of the index finger. The tech returned to work but was on limited duty due to bandages.